Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen unexpectedly went black and the pump wake button did not turn pump on. The usb charging cable did not charge the battery. Another cable was used to charge the battery. Customer's blood glucose was 250 mg/dl.